Event description:
It was reported that pump displayed recurring malfunction code 12 with no notable events prior to the issue and that this same malfunction had occurred at least three times on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed by technical support to place pump in storage mode and return it using a prepaid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.